Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that there was no communication with the patient programmer (pp)/recharger (insr). It was reported that the caller was getting a "?" With the pp, with and without the antenna. Caller stated the neurostimulator (ins) was charged up but when trying to communicate with the insr to check stimulation status, they were unable to get a screen that reflected whether stimulation was on or off. No symptoms reported. No further complications reported/anticipated.